Event description:
The patient was implanted with the scs system including paddle leads on (B)(6) 2008. It was reported that the leads had migrated. During the procedure to reposition the leads, the physician noticed that one of the electrode contacts had come off the paddle (stimulation) end of one lead. He explanted both existing leads and replaced them with different leads. The contact was recovered from the patient. No additional events have been reported since replacement. The explanted leads were returned to ans for analysis.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead a: is missing electrode #6 from the paddle. All wires in the paddle at channels 2 and 8 are broken. Continuity testing fails. Lead b: all wires in the paddle are broken. Lead fails continuity testing. Lead segment and wires show signs of twisting. Conclusion the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.